Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver data log was downloaded and errors were found not related to incident. Functional testing was performed; however, inconclusive due to software issue. Functional testing was performed and the receiver failed. The reported no audio output was confirmed. The device was opened and the complaint was confirmed based on the defective speaker.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were not functional.